Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose level. Customer¿s blood glucose level was 583 mg/dl at the time of hospitalization. Customer was treated with intravenous drip and insulin pump. Customer stated that the drive support cap was normal. Customer stated that there was no air bubble and leak. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.